Event description:
It was reported while using bd nano¿ 2nd gen pen needle the inner and outter caps were difficult to remove and insulin did not flow during priming. The following information was provided by the initial reporter: it was reported that the inner shield and outer cover are difficult to remove and the insulin does not flow when priming.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd nano¿ 2nd gen pen needle the inner and outer caps were difficult to remove and insulin did not flow during priming. The following information was provided by the initial reporter: it was reported that the inner shield and outer cover are difficult to remove and the insulin does not flow when priming.